Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 229 mg/dl back to back with a result of 532 mg/dl when testing was performed 1 minute apart on the advantage system. The location of the testing was not provided. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot number 549522 with an expiration date of 02-29-08.